Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 117: possible causes of hyperglycemia (high blood glucose): expired insulin; insulin exposed to extreme temperatures; incorrect bolus timing; bolus too small; high-protein or high-fat meal; infection or illness / medication change; weight loss or gain / menstrual cycle/ pregnancy; patients are instructed to consult with health care provider (hcp) for guidance; insulet also provides guidance, when applicable as well to always consult their hcp for proper diabetes treatment.

Event description:
It was reported that a patient had been hospitalized with a blood glucose of 324 mg/dl, after wearing the pod longer than 48 hours on the left arm. The patient was diagnosed with influenza virus and mother had alleged this to have caused the event and not the omnipod. It should be known that patient's physician had modified personal diabetes manager's settings (temp basal was increased by 50% for 2 hours) 1 day prior to this event, as patient was enduring elevated blood glucose levels and ketones present while wearing this pod. As treatment patient was administered an insulin drip along with (B)(6).